Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. It was reported that the patient underwent cook medical urethral sling (pubic bone sling) on (b)(^) 2010, along with urethroscopy & cystotomy repair due to recurrent sui. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted concurrently with bilateral sacrospinous fixation, bilateral paravaginal repair, anterior & posterior colporrhaphy and cystoscopy. It was reported that the patient underwent surgisis graft implant on (B)(6) 2008, along with repair of incision.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2007 due to pop and sui. It was reported that following insertion the patient experienced extrusion, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia, and vaginal scarring. It was reported that patient underwent mesh revisions/removals on (B)(6) 2008 due to erosion. It was further reported that patient underwent another mesh revision/removal on (B)(6) 2010 due to erosion. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.